Event description:
It was reported that the patient underwent total hip arthroplasty receiving competitor product on an unknown date. Subsequently, the patient underwent a revision procedure on (B)(6) 2015 due to unknown reasons. During the revision procedure, the locking screw would not capture or tighten with the femoral stem upon implantation. The stem was implanted with the locking screw not fully engaged. There has been no additional revision procedure reported to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no complaint related anomaly. (B)(6). There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states ¿, ¿loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, and/or excessive activity.¿